Manufacturer narrative:
(B)(4) - follow up MDR for correction. Following the submission of the initial MDR, a photo received from the customer regarding the event demonstrated that this event is not MDR reportable as it would not cause or contribute to serious injury or death. This complaint is not reportable the MDR is void.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Patient's saline is finished, nurse seals tube, pre-flush catheter flusher breaks locally and punctures skin.